Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage, loud buzzing and blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised the insulin pump made a loud buzzing noise, there was moisture on the right-hand corner of the display screen and the display was blank. Customer believed the damage on the insulin pump occurred when it was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage lcd board. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to blank display anomaly.